Event description:
Customer reports meter readings of 961 mg/dl and 960 mg/dl on the compact plus system (results outside meter measurement range of 10-600 mg/dl). No action was taken based on device results. The customer did not provide the location where the malfunction occurred, or how long it has been occurring. L1 control was run and in range. No adverse event reported. Requested return of suspect device and replacement was sent. Accu-chek compact plus system: meter, test strip lot number 20656441, expiration date 6/30/08.

Manufacturer narrative:
The suspect product is the compact plus meter.